Manufacturer narrative:
Analysis found that the customer's allegation of overheating could not be confirmed as motor is not rotating and temperature test could not be performed. Hi-pot test failed. Connector has dent. Collet has corrosion. Motor cable assembly found faulty and is need be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was overheating and not rotating prior to the procedure. There was no patient involvement.

Manufacturer narrative:
The handpiece was cleaned and sterilized. Motor cable assembly found faulty and was replaced. All corroded, rusted, damaged and all mandatory spare parts were replaced. The unit has been successfully tested according to service repair instructions. The unit passed the final test result. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirms that the device overheated in less than a minute during pre-check.